Event description:
Patient undergoing ep procedure. Development of pericardial effusion at end of case. Patient required pericardiocentesis and hospitalization. Effusion resolved one day following procedure.